Event description:
It was reported by provider that both motors at top of the gearboxes are separating causing grease to leak out onto the chair and floor. No property damage and no injuries noted. The caller had no additional information to provide.